Manufacturer narrative:
The patient planned to be set-up for remote monitoring. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that upon device interrogation an alert was received with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to a high shock lead impedance of 128 ohms. A review of the measurements indicated the highest value was 130 ohms. The shock lead impedance was tested several times and reported measurements of 94 ohms. The last device interrogation was approximately nine months prior and the shock lead impedance was 57 ohms. Pacing threshold and impedance measurements were within normal limits. Defibrillation threshold (dft) testing was not performed at the initial implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received tha this device was explanted and replaced due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) device.